Event description:
It was reported that during a lar procedure, after opening the instrument, it was noticed that the tissue was transected without any staples visible. The procedure was changed into a hartmann procedure with stoma and closing of the rectal stump with vicryl suture. Several hours after the operation, pt developed serious bleeding with shock and was taken to the or for a second celiotomy. A third celiotomy was also performed. After this procedure, there were still hemodynamic problems. The pt expired as a result of a myocardial infarction. Per the surgeon, there is no connection between the bleeding and the misfiring.